Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found with broken main tube. A piece measuring proximately 0.2625¿ x 0.161 was not returned with the instrument. Components adjacent to this broken main tube did not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was broken. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter, however, no further details was provided.